Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
International customer reported that the reservoir ceased to drain three days after initial activation of the device. The device functioned as expected prior to the event. The device was exchanged for a new reservoir two days later. No adverse patient consequences were reported.